Manufacturer narrative:
The reason for reported event is unknown. Root cause was unable to be determined as the device was not returned and necessary information to adequately investigate the reported event was not provided. The device history records (DHR) of the component lots in question were reviewed and noted that the product was built to specification and no non-conformances relative to the issue were documented. The instructions for use (IFU) document states that this type of event(s) can occur and all risks are addressed in the risk documentation. The rep who attended the revision case stated that the explanted device looked good and did not notice any issues with it. Several factors such as stress/ physical loads on the implants, vascularity of the implantation site, surgical techniques employed during implantation, patient factors (such as age, current state of the immune system, bone quality, and sensitivity to device materials), and patient post-op compliance to rehabilitation procedures etc., can have impact on the functional effectiveness of the implanted devices. The implant materials and combinations have decades of history for use in joint replacement applications. Also, the implant materials have been evaluated for biocompatibility to demonstrate safety for intended purposes. If additional relevant information is received, a follow-up report will be submitted. The results of the investigation could not verify or identify any product contribution to the reported event with the information provided. The patient was revised to a new set of toemotion components and the surgeon was satisfied with the outcome. Should arthrosurface receive any further information regarding this event in future, it will be documented and reported accordingly through a supplemental MDR. The part, lot and shelf-life information of the explanted components are as follows: part # 9p15-pb01-w lot # 75de0121-r mfg. Dt 04/01/2015 exp. Dt 04/01/2022. Part # 9p15-s180-w lot # 75ke0507 mfg. Dt 11/08/2015 exp. Dt 11/08/2020.

Event description:
Arthrosurface was notified of an event where the phalangeal components of the toemotion implant radiographically appear to be loosened in a patient due to bone resorption.